Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing including leak and clear passage testing were performed with no issues noted. The patient connector was hand removed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette would not disconnect from the transfer set. This was identified during use of the device for peritoneal dialysis therapy. The patient line was cut to disconnect from the device. There was no patient injury or medical intervention associated with this event. No additional information is available.